Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported that the integrated electrosurgical unit (iesu) had an error, specifically an m-02 error indicating a module timeout. The caller had rebooted the iesu but continued to experience the error. Tse recommended leaving the iesu powered on for a while before attempting another reboot. The procedure outcome is unknown with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Customer reported an m-02 error on the integrated electrosurgical unit (iesu) after rebooting. Technical support engineer (tse) advised leaving the iesu powered on for a while before attempting another reboot. Fse visited the site and observed the error m-02. Fse replaced the iesu generator. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu generator was analyzed and found that the reported issue was confirmed via system logs with error 25913. Visual inspection found no related issues. System testing showed m-02-3 error on startup, confirming a module timeout occurred in the field. The unit will be returned to the original equipment manufacturer (OEM) for further failure analysis. The complaint was confirmed based on failure analysis. The probable root cause of error m-02 is attributed to a faulty component of the iesu generator. M-02 errors indicate a module timeout issue and, therefore, the activation was interrupted.